Manufacturer narrative:
The device was returned and an evaluation was completed. An x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found to have been broken at the proximal root of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure. Surface features on the left side of the trocar indicated tensile failure. The trocar was likely biased towards the right side of the insertion tube during the deployment of either the first, second, or both stents. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. No other non-conformances related to the reported event were found. Further review revealed that accepted device injectors (istent) contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent or broken as it undergoes critical dimension inspection after injector assembly per manufacturing procedure. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent or broken during x-ray, the unit should get rejected. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause of the reported event is a heavily biased trocar during the deployment of either the first or the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were two (2) similar events (broken trocar) reported for the specified lot#. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to surgical technique/experience with the device. MFR# reference: (B)(4).

Event description:
It was reported that the tip of the trocar broke (with the stent attached) during an attempt to implant the second stent from a trabecular microbypass stent system. Reportedly, the trocar fragment and the stent were removed intraoperatively from the operative eye (os) without injury. A back-up device was used to complete the procedure. The report also noted that surgical technique and experience with the device contributed to the reported event. Through follow-up, the surgeon reported that after successfully removing the trocar remnant intraoperatively, the procedure was completed uneventfully using a back-up device. The surgeon confirmed that the event was resolved with no adverse patient impact. Additional information has been requested.